Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The a1, d4 "UDI" and h6 "component code" were corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 11 years since the subject device was manufactured. Based on the results of the investigation, due to leakage, reprocessing could not be conducted properly therefore the foreign material could not be removed. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. Evaluation findings are as follows: all labels were peeling; there was restriction in the brush passage; the instrument channel had leakage; there was restriction in the forceps passage; the bending angle in the up direction was low; the play of the control knob was loose; there were dents and scratches on the distal end plastic cover; the objective lens glue was worn; the light guide lens and the bending section cover glue were cracked; the insertion tube was discolored with wrinkles; the b and r rings were missing from the control body; the light guide tube had scratches and buckles; the scope connector also had scratches; and the light guide prong was loose. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that there was foreign material exiting the gastrointestinal videoscope's channel, including the auxiliary water channel. The foreign material was possibly a piece of balloon stuck in the biopsy channel. It was added that the device could not be brushed out completely due to the clogged item. This occurred after the completion of a therapeutic upper endoscopy procedure. The procedure was completed with no delay and there was no report of patient harm.